Event description:
Per the clinic, the device was explanted on (B)(6) 2022 subsequent to sustaining a head trauma. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on august 17, 2022.